Manufacturer narrative:
(B) (4). Physio-control evaluated the device; however, the reported failure was not verified, nor duplicated. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The electrodes used at the scene were sent to physio-control's failure analysis center for further evaluation; however, the reported "connect electrodes" prompt and the "therapy leads off" failure was not duplicated. The root cause of the reported failure was not determined.

Event description:
It was reported that the customer attempted to use the device on a pt en route to the hospital via helicopter and the device continued to prompt "connect electrodes". The customer tried using two different sets of physio-control quick-combo electrodes, however, the same problem was noted. One of the users also reported that the unit powered down on its own, and then powered back on again. The reporter indicated that the pt status is favorable. The biomed at the facility has examined the device, the therapy cable and the ac power adapter (which the device was plugged into while on the helicopter) and could not find any problems. The customer requested that a physio-control's field service rep evaluate the device.